Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. During troubleshooting with technical support, the customer was able to successfully charge the pump using an alternate usb cable. Customer¿s blood glucose level was within range.